Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this surgical valve had a 23mm transcatheter valve implanted (valve-in-valve) after an implant duration of approximately six (6) years, nine (9) months. The reason for re-operation was due to leaflet calcification leading to severe stenosis and mild regurgitation. No additional details provided.